Event description:
Additional information received confirmed that the cause of the event was incorrect pump concentration entered into the pump. The person who was using the programmer was "inexperienced." Re-education of staff managing pumps was noted. Dose adjustment was done on (B)(6) 2013 and correct information was programmed into the pump.

Event description:
It was reported that a programming error occurred. The patient's pump was programmed with a 5 mg/ml concentration but filled with a 10 mg/ml concentration. The pump was programmed to deliver 2.6433 mg/day, however was receiving 5.2866 mg/day. The day after the report, the patient's pump was updated to 10 mg/ml without a bridge bolus. It was then reprogrammed to 20 mg/ml and filled with that concentration. The pump was programmed to deliver 5.287 mg/day. A bridge bolus of 3.928 ml was programmed. No patient symptoms were reported. The device system was used to deliver hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).